Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen had a "bubble" in it. The pump usb port was damaged and loose which required the usb cable to be manually adjusted in order to charge the pump. There was no reported impact to customer's blood glucose. Customer declined to provide further information and declined follow up from tandem technical support.